Event description:
The customer reported that the system intermittently displayed a 'system error detected, unable to perform exams' error message. This rendered the system unusable. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ups battery was replaced. The system was then found to be operating as intended.